Event description:
The user received a questionable prolactin result for one patient sample. The initial result was 1.28 ng/ml and was reported outside the laboratory. The result was questioned and the sample was repeated. The repeat result was 49.60 ng/ml. The patient was not adversely affected by any action taken. The prolactin reagent lot number was 16505904. The expiration date was not provided.

Manufacturer narrative:
E4-ni- it was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
An additional repeat result of 48.58 ng/ml was provided.

Manufacturer narrative:
The investigation could not determine a specific root cause with the information provided for investigation. Calibration data were wtihin expectations compared to lot release data. Quality control data provided were within ranges. A general reagent issue was not evident. No adverse event was reported.